Event description:
The hcp reported that, the pt had experienced increased pain. A puncture to the subcutaneous section of the catheter and a leak at the proximal end were found. The catheter was replaced. The pt recovered without sequela. The pump was programmed to deliver hydromorphone (5.0 mg/ml); bupivicaine (40.0 mg/ml); and clonidine (1200.0 ug/ml) at a rate of 2.4998 mg/day.

Manufacturer narrative:
.